Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Customer attempted to self treat with a glucagon injection; however was treated intravenously with fluids of saline and insulin at the ER. Customer was released from hospital on (B)(6) 22 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.